Manufacturer narrative:
UDI (di): (B)(4). Initial reporter: company representative.

Event description:
It was reported that during calibration testing, the merlin programmer exhibited a burning smell. The device would be returned.